Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. An examination of the balloon found that there was a large build-up of blood inside the balloon. No tears were noted in the balloon material. However, when the device was attached to an encore inflation unit, a pinhole was located at 7mm proximal from the proximal edge of the distal markerband. A visual and microscopic examination found no issues with the distal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified abdominal aorta. A 4.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified abdominal aorta. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmosphere for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.